Event description:
It was reported that the device's trigger stuck prior to a case. There was no pt involvement and no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the eval confirmed the event. The cam was not completely seated. The device was repaired and returned to the customer.